Manufacturer narrative:
1. DHR/bhr review lot# 4081492. 1-this batch of products were assembled at intima ii auto line 4 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defect status of the complained sample can be identified, the root cause of the leakage at the septum cannot be determined.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn/ec slm leaked at the septum. The following information was provided by the initial reporter translated from chinese to english: when a patient was pre-implanted with an indwelling needle, blood was found to ooze out of the fin-shaped needle seat and the isolation plug of the indwelling needle after the needle tube pierced into the blood vessel.